Manufacturer narrative:
04/26/2023 - the consumer returned the device to walmart. Therefore we will not be receiving the device for an investigation.

Event description:
(B)(6) 2023 - the consumer claims while in use had was sleeping and woke up with 2nd degree burns on ther back. The consumer received medical attention. The consumer returned the product back to walmart. Therefore and we will not be receiving the device for an investigation.

Manufacturer narrative:
04/26/2023 - the consumer returned the device to walmart. Therefore we will not be receiving the device for an investigation. 7/9/2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Event description:
(B)(6) 2023 - the consumer claims while in use had was sleeping and woke up with 2nd degree burns on ther back. The consumer received medical attention. The consumer returned the product back to walmart. Therefore and we will not be receiving the device for an investigation.